Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: on outside of fallopian tube") and pelvic pain ("pain") in a (B)(6) old female patient who had essure (batch no. A66680) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced urinary tract infection ("urinary tract infection") and bacterial vaginosis ("bacterial vaginosis"). In (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal pain lower ("lower left abdomen pain"). The patient was treated with surgery (surgical removal of coil(s), put a clip on left fallopian tube) and surgery (to remove the essure implant). Essure was removed in (B)(6) 2013. At the time of the report, the device dislocation, pelvic pain, urinary tract infection, bacterial vaginosis and abdominal pain lower outcome was unknown and the dyspareunia had resolved. The reporter considered abdominal pain lower, bacterial vaginosis, device dislocation, dyspareunia, pelvic pain and urinary tract infection to be related to essure. Diagnostic results: (B)(6) 2013 : ultrasound with dyed color : failure to occlude (close) , fallopian tubes, migration of essure device ((B)(6) 2013) most recent follow-up information incorporated above includes: on 13-jun-2018: events- "urinary tract infection, bacterial vaginosis, migration of essure device location of device: on outside of fallopian tube, dyspareunia (painful sexual intercourse), lower left abdomen pain", reporter, lot number, lab test added from pfs. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: on outside of fallopian tube") and pelvic pain ("pain") in a 28-year-old female patient who had essure (batch no. A66680) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2013, the patient experienced urinary tract infection ("urinary tract infection") and bacterial vaginosis ("bacterial vaginosis"). In july 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6)2013, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In august 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal pain lower ("lower left abdomen pain"). The patient was treated with surgery (surgical removal of coil(s), put a clip on left fallopian tube) and surgery (to remove the essure implant). Essure was removed in november 2013. At the time of the report, the device dislocation, pelvic pain, urinary tract infection, bacterial vaginosis and abdominal pain lower outcome was unknown and the dyspareunia had resolved. The reporter considered abdominal pain lower, bacterial vaginosis, device dislocation, dyspareunia, pelvic pain and urinary tract infection to be related to essure. Diagnostic results: oct-2013 : ultrasound with dyed color : failure to occlude (close) , fallopian tubes, migration of essure device (oct2013) quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube), device dislocation ('migration of essure device location of device: on outside of fallopian tube') and pelvic pain ('pain') in a 28-year-old female patient who had essure (batch no. A66680) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal and heartburn. On (B)(6) 2013: fluoroscopic kub in surgery impression: 3 fluoroscopic images of the abdomen and pelvis were obtained. The most inferior imaging shows fallopian tube interruption wires within the hemipelves bilaterally. Exact position cannot be determined based on this type of examination. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced urinary tract infection ("urinary tract infection"), bacterial vaginosis ("bacterial vaginosis") and vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/ pain during sex") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). On (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced dysuria ("bladder or urinary problems or changes dysuria"). On an unknown date, the patient experienced abdominal pain lower ("lower left abdomen pain"), vaginal hemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia") and alopecia ("hair loss"). The patient was treated with surgery (surgical removal of coil(s), put a clip on left fallopian tube and to remove the essure implant). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, device dislocation, pelvic pain, urinary tract infection, bacterial vaginosis, abdominal pain lower, vaginal hemorrhage, menorrhagia, vaginal discharge, weight decreased, alopecia and dysuria outcome was unknown and the dyspareunia had resolved. The reporter considered abdominal pain lower, alopecia, bacterial vaginosis, device dislocation, dyspareunia, dysuria, fallopian tube perforation, menorrhagia, pelvic pain, urinary tract infection, vaginal discharge, vaginal hemorrhage and weight decreased to be related to essure. The reporter commented: fluoroscopic kub in surgery impression: 3 fluoroscopic images of the abdomen and pelvis were obtained. The most inferior imaging shows fallopian tube interruption wires within the hemipelves bilaterally. Exact position cannot be determined based on this type of examination. Current weight 150 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: essure confirmation test result: unilateral occlusion (right tube occluded). Left fallopian tube is not blocked and don¿t know. Why it does not block. Possible migration of essure. (B)(6) 2013 : ultrasound with dyed color : failure to occlude (close) , fallopian tubes, migration of essure device (B)(6) 2013). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2020: pfs and mr received: newly added events- vaginal haemorrhage, menorrhagia, vaginal discharge, fallopian tube perforation, weight loss, hair loss, dysuria. Consumer weight was added, lab data was added, medical history was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.